Event description:
The customer reported via phone call that they received a button error alarm when attempting to bolus. It was also found the keypad on the insulin pump was unresponsive. The customer's blood glucose was 77 mg/dl. The customer could not recall any significant events leading to the alarm. The customer reported they were outside in the rain gardening prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. Moisture damage was noted on the liquid crystal display circuit board. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.